Manufacturer narrative:
Journal article received indicating possible adverse events. It cannot be determined if the complaints and mdrs had already been filed on the reported cases based on the limited information provided. If additional information is received a follow-up report will be sent. File 2 of 3.

Event description:
The journal article reports a revision surgery due to itching, slight swelling, and pain while eating. An allergic reaction was suspected.